Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is made based solely on the customer's reported issue. (B)(4).

Event description:
The customer reported the alarm is not sounding when in use with the string clip magnet. The customer has replaced batteries with a new supply. The customer could not provide the date when this was found. No patient incident or injury was reported.